Manufacturer narrative:
D9 - date returned to manufacturer: (B)(6) 2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have multiple high alarms "cassette not attached properly" in the ehl. Additionally, it was found that the downstream occlusion (dso) seal and sensor were heavily contaminated. The cause of the customer reported problem was an intermittent dso sensor. The pump was in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, dso sensor, and latch lock flex sensor, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a ¿cassette not attached¿ error. There was no physical damage reported. There was no patient involvement and no patient harm.